Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's caregiver reported the patient had "problems with every device he has had implanted". The caregiver reported "the last one fried him like a toaster, it was like a torture chamber" and reported the device was replaced. Upon follow-up, the hcp indicated there is no documentation of a device issue. It was replaced because it was near eri (elective replacement indicator). The hcp further provided information that the right ventricular (rv) lead was not capturing and the left ventricular lead was capturing but at high (5 volts) output. The rv lead was replaced. No further patient complications were reported as a result of this event.